Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? It has not been reported from the hp that the broken piece fell into the patient' s body. The broken piece was retrieved from on patient's drape. Were x-rays taken to locate the needle piece(s)? No information. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No information. Was there any additional tissue damage as a result of searching for the needle piece? No information. What was the size of the needle used? Rb-1 plus, 17mm. What was the size of the needle that broke off into the patient? No information. Was more than half the needle retained in the patient? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a surgery for inflammatory bowel disease on (B)(6) 2017, suture was used. During the procedure, it was found that the needle tip had been broken off during interrupted suturing. After anastomosis, doctor noticed the needle breakage when doctor returned the needle to nurse. After that they found the needle tip on the patient¿s drape. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2018. Actual device returned. Fractographic evaluation performed. A fracture was observed at the tips. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload.